Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While receiving assistance with programming the insulin pump, customer reported that he was recently hospitalized due to diabetic ketoacidosis. Customer reported that paramedics responded to a call regarding his high blood glucose level, and he was later admitted to the hospital. Blood glucose level at the time of paramedics' response was 500 mg/dl. Blood glucose level at the time of the call was not provided. Customer was not on an insulin pump while hospitalized. No further information was provided.